Event description:
Olympus reviewed the following literature titled "electromagnetic navigation bronchoscopy versus virtual bronchoscopy navigation for improving the diagnosis of peripheral lung lesions: analysis of the predictors of successful diagnosis". Literature summary: purpose to investigate if electromagnetic navigation bronchoscopy (enb) improves the diagnostic yield for peripheral lung lesions from that achieved by virtual bronchoscopy navigation (vbn). Methods this retrospective study compared the results of 100 enb-transbronchial lung biopsies (tblbs) with those of 50 vbn-tblbs at a single institution. Results enb improved the diagnostic yield significantly compared with vbn. Conclusions despite the bronchus sign being a significant factor, enb improved the diagnostic yield of smaller lesions significantly, compared with vbn, regardless of the bronchus sign. Type of adverse events/number of patients: pneumothorax n=2. Pneumothorax developed in 2 (5.7%) of our initial 35 patients, requiring drainage and surgery [7], we used fluoroscopic guidance only for targets near the pleural surface to minimize the risk of this complication. Chest radiography was done 1 day after the enb procedure to exclude tardive pneumothorax in all patients. Additional information was received from the author. In the medical opinion of the author, the adverse events experienced were not caused or contributed by an olympus device. When asked about intervention for the adverse events, the response was: there is one case in which no drainage was also performed. I believe there was one old case in which a surgical procedure was performed.

Manufacturer narrative:
The subject device was not returned for evaluation. The legal manufacturer's investigation has been completed. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.